Manufacturer narrative:
The motor controller board was returned to the manufacturer for failure investigation. The board was tested and no failures were identified.

Event description:
The customer reported the device with a with a blower temperature high reference failure. There was no patient harm.

Manufacturer narrative:
(B)(4).